Event description:
It was reported the patient did not charge for two months and has lost stimulation coverage. The sjm representative will meet with the patient as the next course of action. The patient has missed two follow-up appointments and has not yet rescheduled.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.